Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product and found no abnormalities that would contribute to this reported event. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 80 reports, regarding 90 devices, for this device family and failure mode. During this same time frame 509,304 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: apply gentle traction to the manipulator tube to check that vcare is secure and that the uterus is grasped. Prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used during a hysterectomy on the date of (B)(6) 2022 when it was reported, ¿vcare handle spinning¿. The procedure was completed and there was no report of patient or user impact. After further assessment it was reported that the handle began to spin during the procedure, excessive force was not placed on the device and the user was not removing the uterus when this malfunction began to occur. There was no delay, and the procedure was completed as normal. There was no prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was used during a hysterectomy on the date of (B)(6) 2022 when it was reported, ¿vcare handle spinning¿. The procedure was completed and there was no report of patient or user impact. After further assessment it was reported that the handle began to spin during the procedure, excessive force was not placed on the device and the user was not removing the uterus when this malfunction began to occur. There was no delay, and the procedure was completed as normal. There was no prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.